Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: two gore excluder aaa endoprosthesis contralateral leg components (lot# 03921391 and lot# 03935112) were also implanted.

Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative computed tomography scans revealed aneurysmal sac enlargement, a type ii endoleak, and a possible type I endoleak. A reintervention has not been performed.